Event description:
Patient reported, a right side "rupture. Pain, tiredness, little red dots on chest. Veins in chest became more prominent. Brain fog and removal of textured breast implants, due to the patient¿s concern with the product". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.